Event description:
The customer reported via the sales rep, that sterile services had swabbed the orange o-ring from one of the exeter v40 femoral trial heads and it had tested positive for bacteria. The customer reported that the heads have been re-processed through an automated washer over 600 times. The customer reported that the orange o-ring that was swabbed had broken apart and had black residue on it.. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.